Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that a patient had a red rash under the white tape collar of her appliance at the distal end. This red rash area developed over several weeks time; she changes her skin barrier every 3 days. The patient uses various products for skin cleansing and preparation. The patient was instructed on crusting with powder and skin protective barrier wipes or water; advised to cut the tape collar off of the skin barrier. No additional information was provided. Patient outcome is not reported.